Manufacturer narrative:
(B)(4).

Event description:
It was reported that "clips were not firing." No medical intervention required. The patient status is reported as "fine."

Event description:
It was reported that "clips were not firing." No patient involvement."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: section a: patient identifier updated from "unknown" to "n/a." Section b: updated from "it was reported that "clips were not firing." No medical intervention required. The patient status is reported as "fine."" To "it was reported that "clips were not firing." No patient involvement." Relevant tests/laboratory data, including dates updated from "none reported." To "n/a." Other relevant history, including preexisting medical conditions updated from "none reported." To "n/a." Section d: concomitant medical products and therapy dates updated from "none reported." To "n/a." Section h: health effect - impact code updated from "2199" to "2645."

Manufacturer narrative:
(B)(4). Upon review of the investigation report for the returned sample, it was determined that the event does not meet the criteria for reportability. Therefore, the initial MDR submitted on 20 march 2026 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: section a: patient identifier updated from "unknown" to "n/a." Section b: updated from "it was reported that "clips were not firing." No medical intervention required. The patient status is reported as "fine."" To "it was reported that "clips were not firing." No patient involvement." Relevant tests/laboratory data, including dates updated from "none reported." To "n/a." Other relevant history, including preexisting medical conditions updated from "none reported." To "n/a." Section d: concomitant medical products and therapy dates updated from "none reported." To "n/a." Section h: health effect - impact code updated from "2199" to "2645."

Event description:
It was reported that "clips were not firing." No patient involvement."